Event description:
On the event date, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was powering off during use. The patient takes 70/30 insulin once a day in the morning at around 9:00-9:30 am. He is on a fixed insulin regimen and does not adjust his dosages based on his meter readings. However, on the days he undergoes dialysis, he does not take his insulin until around 12:30pm. The patient indicated that the alleged meter issue started on the same day, at 10:00 am. That day, he had dialysis. Due to the meter issue, the patient claimed that he was unable to test his blood glucose. It is not known if the patient ate breakfast or any snacks before or during the time he had dialysis that day. Around 12:30 pm, the patient took 40 units of 70/30 insulin and ate lunch. About an hour later, the patient claimed that he developed symptoms of sweating and dizziness. The patient administered self-care by eating and consuming a spoonful of honey. The self-treatment helped to relieve his symptoms. He did not attempt to test his blood glucose when he was symptomatic since the meter hadn't worked earlier that day. During troubleshooting, the meter did not power off during use. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.